Event description:
The advocate called for help with the customer's meter. She alleged that control tests were performed and the results were out of range. While troubleshooting, the advocate performed several control tests and received results of 236, 230 and 236 mg/dl. The normal control range was 102-140 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.